Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the bolus button on the top of the device was pressed. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the bolus button on the device was pressed. This was due to a broken bolus switch on the middle printed circuit board. The cause of the broken bolus switch could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.